Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer was able to fill the cartridge with the existing needle. Customer¿s blood glucose ranged 200-215 mg/dl. In addition, it was reported that the cartridge leaked. Reportedly, the customer did not remove air from the cartridge prior to filling the cartridge with insulin. Tandem technical support educated the customer how to properly load a cartridge. Customer acknowledged and loaded a new cartridge.